Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage is pre-approaching recommended replacement time (rrt). No other current drain issues identified other than telemetry c usage. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was later reported that the device was explanted and replaced.

Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis revealed leakage of the tantalum capacitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was near recommended replacement time (rrt) at only 18 months of longevity. Device data reviewed revealed the device exhibited high current drain for unknown reasons. The device remains in use. No patient complications have been reported as a result of this event.